Event description:
Download data of a (B)(6) old male pt revealed several "charge profile fault" flags. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (charge profile fault) has been confirmed. Upon eval, failure of the programmable logic device (pld) u1003 on the ca board caused charge profile faults. The root cause on the defective u1003 component could not be positively identified but was likely random component failure. No adverse event resulted from the defective u1003 component. The pt received a replacement monitor.